Event description:
It was reported that the implant was removed due to damaged threads. The hex driver would not engage with implant. Procedure completed with another device.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D6a: implant date unknown / not provided.